Event description:
Patient alleges "non-freezing cold injuries-injuries that are not visually apparent". Patient used pc500 cold therapy unit on right ankle from (B)(6) 2010. Reports injury on (B)(6) 2011.